Manufacturer narrative:
This report is for an unknown 2.7 locking screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a wrist fixation construct which was implanted (B)(6), 2012, was removed on (B)(6), 2014 due to a broken plate and one broken unknown 2.7 locking screw. All hardware was easily removed and the exposure was closed. Surgery was successfully completed, with no delay or extension of time to the procedure. This report is for an unknown 2.7 locking screw. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifiers entered. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.